Event description:
Information received by medtronic indicated that the customer received a failed battery alarm. It was reported that the pump prompted a low battery after using a new lithium battery. No harm requiring medical intervention was reported. Troubleshooting was performed and found that customer was getting the same alarm again. The customer will discontinue using the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. Case type = ngp. Customer returned device for an alleged charge/battery lasts less than expected and failed battery test on (B)(6) 2022. Device was received with battery failed alarm. Unable to perform displacement test, self test, active current measurement and sleep current measurement due to failed battery alarm. Device successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range until on (B)(6) 2022 due to battery failed alarm. The device downloaded history confirmed the device alarmed battery failed alarm on (B)(6) 2022 at 20:33:11.000 due to moisture damage on electric board. The electronic assembly and battery tube were inspected and found moisture damage on electric board , motor and force sensor. The following were noted during visual inspection: retainer knit line damage, pillowing keypad overlay, keypad overlay texture damage, cracked select button keypad overlay and minor lcd display window scratches. Failed battery test confirmed due to moisture damage on electric board 1 and 2. Unable to confirm charge/battery lasts less than expected due to battery failed alarm. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.